Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00006974.

Event description:
It was reported that the patient's lead migrated to an existing spinal stenosis area. X-rays imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was pulled from the epidural space and left implanted while still plugged into the ipg to address the issue. It is unknown which lead migrated.